Event description:
The user facility reported that the angio-seal device snapped while the clinician was implanting the angio-seal. The angio-seal was deployed incorrectly/malfunctioned by snapping. When they ultra-sounded the patient, it had been deployed incorrectly. The angio-seal had to be removed surgically. The patient condition was minor harm.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure that the user experienced since the sample was not returned for evaluation. The exact cause of the issue and the malfunction in this case cannot be concluded. Based on the statement that "the angioseal was deployed incorrectly/malfunctioned by snapping and when they ultrasounded the patient it had been deployed incorrectly", it is likely that the device was deployed inside the arteriotomy and was unable to be withdrawn requiring a surgical intervention to remove the device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).